Event description:
Reference MFR report: 1627487-2012-14168. The patient has two anchors implanted with the same lot number. It was reported the patient is experiencing pain at his lead anchor site. The patient states it is bruised and indented at the skin level. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.